Event description:
The pt reports feeling stiffness again, following two previous catheter revisions. The pt's itb device was implanted in 2006 for spasticity. Six months later, the catheter came out and it was re-inserted. In the next two months, the catheter came out and was again re-inserted. The pt is now experiencing stiffness and fears; there may be another catheter issue. The pt reports dissatisfaction with diagnostic testing necessary to test for catheter patency. Additional info has been requested from the hcp but was not available on the date of this report. A follow up report will be sent when additional information is received.